Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to their bg level. No additional patient or event information was available.